Event description:
Jjpi notified via a user facility medwatch report of a failure of an unicompartmental tibial component due to worn polyethylene insert which resulted in a metal on metal condition. The hospital risk manager is unable to provide more detail and further identification of the component.